Manufacturer narrative:
Manufacturer's investigation conclusion: the backup battery fault alarm was confirmed through this analysis via log file. The downloaded log file spanned approximately 6 days (on (B)(6) 2020 per the timestamp). Intermittent backup battery fault alarms were active on (B)(6) 2020 between 11:20:19 and 14:04:39 due to a load test failure. The alarm resolved after the controller was turned off on (B)(6) 2020 at 14:04:39. Prior to the failed load test, the controller passed multiple load tests without issue. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The alarm resolved after driveline was disconnected on (B)(6) 2020 at 14:03:37 for controller exchange. No other notable alarm was observed. The returned hmiii system controller, serial: (B)(6), was functionally tested with the returned backup battery, serial: (B)(6). The controller operated a mock circulatory loop for an extended period of time without any issue. No alarms were reproduced. The root cause of the reported event was not determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's controller exchange on (B)(6) 2020 was reported under manufacturer report number 2916596-2020-02649.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had further backup battery fault alarms since their controller exchange on (B)(6) 2020. To remedy these alarms, the patient's controller was changed again.